Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow from the fill port of a large volume infusor. This occurred during filling with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: device was manufactured between april 9, 2016 and april 11, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed verified the reported condition. The cause of leak was due to a fragment of rod-shaped, red coil cap shaving lodged under the checkband. The cause of the particulate matter was no determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.